Event description:
Pt has history of metastatic pancreatic cancer with multiple. Botus of obstructive jaundice and cholangitis inispite of endoscopic retrograde cholangiopancreatography and stent replacement. In 98, pt had choledochojejunostomy for palliative relief of biliary obstruction. Found abnormal hepatobiliary drainage, probably secondary to malfunctioning stents and increased pancreatic tumor. Procedure consisted of choledochojejunostomy and cholecystectomy. Gall bladder was removed and 3 plastic stents removed from common bile duct with no complications.